Event description:
It was reported that prior to the biopsy procedure, the device allegedly self activated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual inspection, the sample appeared clean. The stylet and cannula were in their initial positions (not retracted). There were no visual anomalies noted on the device. Upon functional testing by twisting the rotational knob once, the cannula retracted and locked into place. The rotational knob was turned once more and the device self activated. The device was not able to be fully primed. Priming of the device was attempted again however when the rotational knob was turned the second time the device self activated. During microscopic evaluation, one of the stylet tangs was noted to be bowed inward. The measurement of the stylet tang width was not within the acceptable range. Based on the findings, the investigation is confirmed for the reported self activation issue. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2022),g3, h6 (method). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that prior to the biopsy procedure, the device allegedly self activated. The procedure was completed using another device. There was no patient contact.